Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2012; 419588, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was causing diaphragmatic stimulation. The lead was capped and replaced. No p atient complications have been reported as a result of this event.